Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a pt experienced; gritty, foreign body sensation, light sensitivity, and blurry vision due to dry eyes approximately two and a half weeks following photo refractive keratectomy (prk) surgery. In a follow up, the center director reported the pt was treated with artificial tears and gell drops. The event is improving and the pt will be returning for follow up in the near future. There are two medical device reports associated with this event. This report is for the right eye.